Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial basement membrane dystrophy (ebmd) in the right (od) eye post treatment. The patient's chief complaint was of blurry vision in the right (od) eye. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient was treated by increasing the topical steroid dosage. At post op exam on (B)(6) 2019, the ebmd was still present and the event was lasting and disabling, significantly interfering with daily activities. A debridement was performed. The patient was seen on (B)(6) 2019 for another follow up visit. A ridge/ bump was observed under the flap that was not resolved with the debridement. At this time, there is no plan for additional medical or surgical intervention. Bcva from (B)(6) 2019: right eye pre-op 20/20 -4.25 x -.50 x 2, left eye pre-op 20/20 -4.25 x -1.25 x 166. Bcva from (B)(6) 2019: right eye post-op 20/20 .75 x -2.00 x 118, left eye post-op 20/20 .75 x -.50 x 93.